Event description:
The customer reported receiving low latron/ conductivity control results on a coulter hmx hematology analyzer. The customer called customer technical support (cts) and a cts representative guided the customer through troubleshooting procedures, which did not resolve the issue, and a service visit was requested. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2014. The fse found accumulated salt deposits within the triple transducer module (ttm) chassis area, which suggested a prior leak, but no active leak could be confirmed by the fse. He removed the ttm assembly, mix module and pump module from the instrument, and thoroughly cleaned the chassis base and the base of the ttm assembly. After further troubleshooting, the fse was unable to get retic vdc (voltage) to an acceptable level, and ordered a replacement flowcell. On (B)(4) 2014, the fse replaced the flowcell; performed ttm complete optical alignment; performed volume, conductivity, scatter (vcs) optimization - including large particle calibration and service latron calibration. Retic voltage was within specification. The repairs were verified per established procedures. (B)(4).